Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl, cause was unknown. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump battery could not be charged. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.